Event description:
On july 31, 2019 follow up with the customer revealed that the event to be non-integration.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Summary investigations completed to date for non-integration/loss of integration events concluded that in the absence of any design or manufacturing related causes associated with the implant, non-integration and loss of integration failures are likely the result of biological factors, as well as surgical technique and loading conditions. Due to the wide range of external (non-design / non-manufacturing related) variables potentially impacting osseointegration, identifying definitive causes for each event is generally not possible. A lack of complete information regarding the specific usage conditions involving the implant devices (i.e. Patient conditions and factors (osteoporosis, smoker, etc), the implant placement protocol/technique used, and implant loading conditions) from the complainant is also a contributing factor. Should additional information be received which indicates that the device(s) may have caused or contributed to the event, including adverse monthly trending data, an additional report will be submitted. The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. Reporter's name: unknown.

Event description:
It was reported that the implant (xiitp6513) had a fit issue. As a result, the implant had to be removed. The site was grafted. Tooth location 30.